Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury could not be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve. However, shortly after deployment, a tear was observed on the posterior leaflet. It was noted the clip remained stable on the leaflets. An additional clip was then implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.